Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 38 mm stent delivery system (sds) was returned for analysis without the manifold or strain relief. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 126.6cm proximal to tip. A visual examination of the outer and inner lumen and mid-shaft section found no issues. A touhy inflation aid was attached to the broken hypotube. The inflation device was verified. A recommended 0.014 inch test guidewire was loaded without issue. The balloon inflated to rbp (16atm), maintained pressure, and deflated in 11 second as per specification. The stent expanded without issue. No other issues were identified during the product analysis.

Event description:
It was reported that during a percutaneous coronary intervention, a 3.00 x 38 synergy stent was advanced inside the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. However, device analysis revealed a shaft break 126.6cm proximal to the tip.